Event description:
It was reported that during the cerebral embolization procedure, the subject guidewire was navigated together with a microcatheter. The tip of the subject guidewire broke and remained inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. There was a surgical delay of 20 minutes due to the reported event. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H11 additional mfg narrative: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject guidewire was noted to be kinked and bent in a number of locations along its length. The distal 4.5 cm section of the subject guidewire was returned fractured and detached from the subject guidewire, there was kinking noted to the distal section. There was evidence of bending and damaging to the core wire and platinum coil to both the distal and proximal fracture locations. The functional inspection is not required as the guidewire had been fractured. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire fracture was confirmed during the device analysis. The device failed to meet specifications when returned, based on the damage noted to the returned device. It was reported that during the cerebral embolization procedure, the subject guidewire was navigated together with the microcatheter. The tip of the subject guidewire broke, but it remained inside the microcatheter. The subject guidewire was removed, a new guidewire was opened, and the procedure continued successfully. The additional information received indicates that continuous flush was set up and maintained throughout the clinical procedure, the patient¿s anatomy was moderately tortuous, there was tortuosity located proximally to the tip of the guidewire. The same microcatheter was used to complete the procedure. The device was returned for analysis, and the distal tip of the guidewire was confirmed to be fractured and kinked, there was also additional kinking noted to the guidewire. It is probable that there were difficulties experienced during the delivery or manipulation of the guidewire, which may have caused the guidewire to kink and subsequently fracture. The patient¿s anatomy may have caused or contributed to the event. An assignable cause of procedural factors will be assigned to the reported and analysed event guidewire distal tip broken/fractured during use and to the analysed defect guidewire kinked/bent and guidewire distal end/tip kinked/bent , as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the cerebral embolization procedure, the subject guidewire was navigated together with a microcatheter. The tip of the subject guidewire broke and remained inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. There was a surgical delay of 20 minutes due to the reported event. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. H4 manufacturing date: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that during the cerebral embolization procedure, the subject guidewire was navigated together with a microcatheter. The tip of the subject guidewire broke, but it remained inside the microcatheter. The subject guidewire was removed was removed, a new guidewire was opened, and the procedure continued successfully. The additional information received indicates that continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, there was tortuosity located proximal to the tip of the guidewire. The same microcatheter was used to complete the procedure. The device was not returned for analysis. Based on a review of all available information it is probable that the tortuosity experienced near the tip of the guidewire may have caused or contributed to the reported guidewire fracture. An assignable cause of procedural factors will be assigned to the reported guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the cerebral embolization procedure, the subject guidewire was navigated together with a microcatheter. The tip of the subject guidewire broke and remained inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. There was a surgical delay of 20 minutes due to the reported event. No clinical consequences were reported to the patient due to this event.